Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2008 and mesh was implanted. Following the procedure, the patient received post-operative follow-up and was noted to have urgency and urge incontinence symptoms requiring antimuscarinic therapy. In 2014, the patient experienced worsening overactive bladder symptoms. Cystoscopy was performed and exposure and erosion of mesh was found at the mid-distal urethra, within the urinary tract. The patient underwent excision and removal of the exposed mesh within the urethra. Following the procedure, it was reported the patient¿s current symptoms have settled.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The physician opined that menopause was a contributing factor to the patient event. On (B)(6) 2014, full thickness mesh erosion was noted by the physician in the mid-proximal urethra. There was no mesh in the bladder. The patient underwent mesh excision via the urethra on (B)(6) 2014. It was reported that approximately three months following mesh excision and cystoscopy, a single filament of mesh remains which is scheduled to be removed.